Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4). It was reported that the patient was experiencing power switching and that the battery's display turned off for almost 15 minutes. Four batteries (B)(4) were not returned for evaluation. Review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. The reported display error could not be confirmed as the evaluation of the devices could not be performed. Log file analysis was not conducted since log files were not submitted or available for review. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. However, an internal investigation has been opened to evaluate momentary disconnections between the controller and batteries to implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that when the battery turns off suddenly, the battery light display does not turn on for almost 15 minutes. There was no impact to the patient.